Event description:
It was reported that during a supply change the user did not cock the insertion needle correctly, deployed the infusion set improperly, and accidentally pulled the site out, prompting a request for replacement infusion supplies for an inset 32-inch set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user technique consistent with an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.